Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with cracked case at display window corners, display window and battery tube threads. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a crack screen on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack in the middle of the screen all the way through. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.